Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had been experiencing leg weakness since having surgery and had not turned on stimulation since the surgery. The doctor was made aware and will monitor if the patient continues to recover with no intervention planned at this time.

Event description:
Follow up information indicated the patient's weakness has resolved.